Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon resection procedure, two staplers were unable to be fired because the firing knob would not move. Another open stapler was used to complete the case. There was no patient injury.